Manufacturer narrative:
Insulin pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify a33 alarm and prime/fill anomaly due to motor error alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s friend reported via phone call that the insulin pump had a compromised force sensor system alarm and a motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer did not try to deliver a bolus while in the rewind/fill tubing process after sending blood glucose to the insulin pump via meter. The device will be returned for analysis.